Event description:
It was reported that a solution did not flow through a small volume folfusor¿s line. This occurred during patient infusion of an unspecified drug. The reporter stated that priming was performed prior to this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.